Manufacturer narrative:
This report is submitted on february 24, 2017. (B)(4).

Event description:
Per the clinic, the patient's internal magnet was explanted on (B)(6) 2017. The implanted device remains.